Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of hospitalization for swelling in the legs. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler. It was alleged that the cycler was not draining the patient completely; however, the patient was not receiving any alarms or messages during pd treatment. There were no records of the issue being reported to technical support prior to 06/07/2020. Although it was reported that the patient was draining successfully on the hospital cycler, it is unknown if the patient was receiving assistance with treatment, if there was a pd prescription change or if the patient was utilizing a different strength delflex solution. It is also unknown if the patient had any comorbid conditions that could have contributed to fluid retention. Based on the limited information, it cannot be concluded if the liberty select cycler caused or contributed to the patient adverse event resulting in hospitalization.

Event description:
A patient contact of a peritoneal dialysis (pd) patient reported that the patient was in the hospital because their legs were swelling. The patient was doing pd treatment on the hospital cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that the patient¿s hospitalization for leg pain was due to fluid overload. The pdrn stated that the patient is currently recovered and able to complete the treatment. Additional information was requested; however, to date has not been provided.